Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed when turned on. Top case and plunger case were cracked.

Manufacturer narrative:
Visual evaluation shows that the top case and plunger case being cracked was confirmed, caused by the customer mishandling the device. Functional testing was conducted; however, we were unable to duplicate the customer's complaint. The cause for this event is unknown. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.